Event description:
A trilogy200 ventilator was returned to a third-party service center for foam replacement per field action: c&r 2021-05/06. During the evaluation of the device at the third-party service center, a code was found in the device error log. No errors occurred during the 30 second run-in. In addition, the device had missing rubber feet. There was no additional information provided at this time. If any additional information is received, a follow up report will be filed.